Event description:
Customer called to report the pump's driver block was not moving freely across the lead screw in the unlocked position. It was stated that the spring clip was flush with the driver block and the lead screw was cleaned regularly. Also the reservoir door opened by itself and it would not remain closed. Device was not dropped, bumped, or exposed to moisture.